Manufacturer narrative:
Results: bd received a box of samples (100) for evaluation. Returned samples confirmed customers' indicated failure mode of shield discoloration defect. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5300672. Conclusion. Confirmed complaint. Root cause for embedded discoloration indicative of resin colorant and/or resin adhering to the interior of mold core and then breaking free during production. Typically seen during initial startup or due to some restart during manufacturing.

Event description:
It was reported that several tubes of 13x75 mm, 2.0 ml, plastic plasma tubes, with the glycolytic inhibitor na2edta/sodium fluoride and a lt. Gray bd hemogard¿ closure, looked discolored or had some kind of film or foreign material on them. No serious injury, blood to mucous membrane exposure or medical intervention was reported.